Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device, er420 lot number x95104, and no non-conformances were identified. Additional information was requested and the following was obtained: please clarify how ¿the clip was clipped weakly¿ were the jaws were misaligned? "No further information will be available." Did the clip not hold on tissue or vessel once placed? "It was placed, but the shape was not formed properly and it was loose. No further information will be available." Did the device was difficult to fire? If other, please specify. "No further information will be available." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastrectomy, the clip malformed and the clip was clipped weakly after several firings. Another device was used to complete the case. There were no adverse consequences to the patient.